Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed no delivery. The customer had changed the infusion set, the insulin pump functioned properly for a few days, and then, alarmed no delivery. The customer's blood glucose was 18 mmol//l, which the customer had tried treating with the insulin pump, prior to the no delivery alarm. The customer had called about excessive no delivery alarms in the past and troubleshooting was performed during the past calls. The customer had reported a hospitalization due to no insulin delivery, in the past reports. The customer uses proper procedure. The customer stated that they were not feeling comfortable to continue using the insulin pump and were not feeling comfortable with the current infusion sets, so they requested a replacement. The customer was advised to disconnect and discontinue the use of the device. The customer stated that they had another insulin pump that they could safely use until the new insulin pump arrived. Nothing further was reported.

Manufacturer narrative:
The insulin pump had minor scratches on the display window that were noted during the visual inspection. The insulin pump passed the prime, displacement, basic occlusion, occlusion and excessive no delivery alarm test. No excessive no delivery alarm was noted.